Event description:
Based on info reported to davol: on (B)(6) 2010 -- pt underwent a laparoscopic ventral hernia repair with mesh. On (B)(6) 2011 -- pt underwent surgery for exploratory laparotomy for small bowel obstruction and the underside of the mesh was discovered to be stuck to the small bowel.

Manufacturer narrative:
Based on the info reported to davol, the pt had a composix l/p implanted on (B)(6) 2010 to repair a ventral hernia. A year and a half later, the pt underwent an exploratory laparotomy for a small bowel obstruction and it is reported that the mesh was adherent to the small bowel. The info provided does not indicate whether the device was explanted. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Without add'l info, no conclusion can be drawn.